Manufacturer narrative:
(B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the implant date and product type provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Obstruction, dysphagia, regurgitation (reflux), and weight fluctuations (inadequate weight loss) are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event as follows: obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient noncompliance regarding choice and chewing of food. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every patient will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: (B)(4).

Event description:
Healthcare professional reported a lap-band system "wasn't working for the patient" and the patient was "gaining weight." The patient came into the office for a fill complaining of dysphagia. Patient also previously had "pork chops stuck in esophagus, which caused regurgitation." The lap-band system was removed and not replaced. The serial number of the device was not available.